Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. D4: batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: analysis of complications of hardware anastomoses. Author: a. A. Maximova, a. I. Protopopova. Citation: protopopova ai, maximova aa, protopopova ai. Analysis of complications of hardware anastomoses. J pharm negative results 2022;13(1):1¿5. From 2016 to 2017, a total of 21 patients were endoscopically operated due to various medical reasons. Echelon was used for anastomosis. The following complications were reported as follows: (n=1) mortality rate for esophagogastro - and esophagoentero anastomoses (n=1) bleeding. 68-year-old patient had duodenal stump, perforation and intra-abdominal bleeding. 60-year-old patient had partial failure of gastroejunoanastomosis and barium congestion developed on day 22. 54-year-old had developed a partial failure of the rectodessendoanastomosis on post op day 2. 50-year-old patient had colorectal anastomosis failure on day 6.